Event description:
The manufacturer received information alleging a ventilator would not power on following testing. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
This is a duplicate report. This event was previously reported on MDR 2518422-2018-03111.